Event description:
Pressure doesn't get into the green and won't freeze/defrost correctly. Incomplete cervical cryotherapy procedure due to inadequate freeze. Unable to confirm complaint. Gauge working and registering as it should. Customer probably has a tank that is not full or too cold. Repair order (B)(4). History: defrost issues reported. Tech file risk 6/11 for insufficient freeze. Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation : review DHR : inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/10/2019 under wo # (B)(4) and shipped on 12/16/2020. Manufacturing record review: DHR-272977 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions : the unit was tested per the cooper procedure and was found to be functioning correctly. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No.

Event description:
Pressure doesn't get into the green and won't freeze/defrost correctly. Incomplete cervical cryotherapy procedure due to inadequate freeze. Unable to confirm complaint. Gauge working and registering as it should. Customer probably has a tank that is not full or too cold. Repair order 97581 ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.